Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 70 mg/dl at the time of the call. The customer was able to rewind their insulin pump and was assisted with troubleshooting the issue. The customer's device passed the displacement test, but the customer mentioned that they had received a failed battery test. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them.